Event description:
It was reported by the customer that pyxis medstation es system screen was black and unresponsive. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that screen was unresponsive. A field service engineer replaced the controller board and the control module for drawer. The system functioned as intended after the field service engineer troubleshot the device.